Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "edema" "redness", "pain", and "inflammatory reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in ck3, and ck2. One week later, patient experienced "edema and redness, pain", and "inflammatory reaction." Patient reated with anti-inflammatory medicine and corticosteroids. Symptoms ongoing.

Manufacturer narrative:
The events of "inflammatory granulomas", "harder lumps", "fibrotic nodules", "social eviction", and "occupational eviction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: induration or nodules at the injection site.

Event description:
Healthcare professional (hcp) reported patient developed "3 inflammatory granulomas", as well as "social eviction, occupational eviction". Initial antibiotic and corticosteroid treatments were not effective. Another physician was consulted, and suggested "proper antibiotic high dose long term regimen and eventually 5fu in the ( most probably by now ) fibrotic nodules." Symptoms are improving "only small number of harder lumps remain."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported patient developed a new painful inflammatory granuloma in the nasolabial fold, 3 months after the initial onset of symptoms. No additional treatments have been administered. Symptoms ongoing.